Manufacturer narrative:
Concomitant medical products: 305c223, tissue valve, implanted: (B)(6) 2012.

Event description:
It was reported that the implantable pulse generator (ipg) device experienced premature battery depletion. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead was programmed high due to chronic high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.